Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was explanted and replaced during a system upgrade. Patient was stable post procedure.